Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that it was possible that the cause of the therapy turning off by itself was caused by possible patient error. The patient was re-educated on how to use the handheld devices. No further complications are anticipated.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 additional information was received from a consumer. It was reported that the patient therapy manager (ptm) was frozen on the please wait screen and required resetting by removing the li battery pack. The patient stated that the manufacturer representative instructed them to use alkaline aa batteries in the patient therapy manager (ptm) for programming. The patient said that the aa batteries did not resolve the frozen patient therapy manager (ptm). Additionally the patient reported that they were not feeling stimulation, and continued to have an issue with the device turning off. A replacement patient therapy manager (ptm) was sent. No additional patient symptoms, and no additional complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the therapy was turning off by itself. The stimulation usage showed 62%. The on/off was not related to positional movement. The issue occurred intermittently. The issue has happened two times. The patient reported that after charging the controller up, the screen goes blank, and then when the patient uses the controller to check the therapy it shows that stimulation had been turned off. The patient reported not using the top button and taped it off and she uses the up-arrow button to wake up the controller. The caller reported that during the time of charging the controller that it is not near the patient. The caller reported the patient was mostly charging the ins when it is around 10-30% full. In the usage, the caller noted a time when therapy was unavailable. The patient was going to diary and meet with the rep if the issue continued. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's therapy was turning off by itself and that it had happened 4 times in the last 7 days and it occurred most recently on (B)(6) 2018. The patient was randomly checking their system with their controller and noticed that stimulation was off on their controller screen. When the representative interrogated the ins with their clinician programmer there were 4 events of their therapy being unavailable on the stimulation usage graph (on (B)(6)). The patient charged the ins from 10% to 100% yesterday. During one event when the stimulation was turned off the charge level of both the patient's ins and controller were at 40%. The patient was advised to keep a journal regarding the on/off incidents. It was noted that the patient didn't have any reprogramming performed recently. Additional information received from the representative. It was reported that the issue had not been resolved and that the device turned off again. They asked the patient to take screenshots to help them evaluate the situation. The representative noted that they still believed the issue was due to patient error. This information was confirmed with the physician/account. No further complications reported.